Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was in 78-119 mg/dl range. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.